Event description:
A gore thoracic endoprosthesis device was implanted. A follow up cat scan indicated contrast in the aneurysm, indicating a type I distal endo leak. Eleven days later, the surgeon implanted an additional tag device and the distal endo leak was resolved. The surgeon does not attribute this event to co's device. Patient is currently doing well.